Event description:
During a procedure a permanent cautery hook was loaded on to the robot arm and inserted into abdomen. While the surgeon was working a small piece of the tan insulation fell off the tip of the instrument into the patient abdomen. This was instantly retrieved by the surgeon and removed from abdominal cavity and instrument removed from field. There were no injuries sustained by the patient. Both the instrument and the dislodged insulation were secured by the cst.